Event description:
The customer reported there was a pinhole in the rubber of the bending section of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the color of the displayed image was abnormal. This report is being submitted for the malfunction found during evaluation of the device (abnormal image color). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
During inspection and testing, service found the abnormal image color was due to a damaged charge-coupled device (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the image color was abnormal due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. However, a definitive root cause could not be determined. The reported issue (pinhole in the rubber of the bending section) was confirmed and found to be caused by external factors. In addition, service found there was leakage from the universal cord and the bending section. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.